Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 66 mg/dl. Customer stated that her sensor did not detect the low blood glucose. Customer stated that she was unresponsive and her husband gave her a glucagon shot and took her to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-01021.